Event description:
It was reported that two guide pins fractured during surgery and pieces remained in patient. The fractured parts remained in the holes of the nail in its lateral part, the doctor did not try to remove them.